Manufacturer narrative:
No samples received for evaluation. A review of the complaint database did not reveal any other incidents of this nature with this lot of product.

Event description:
When the nurse attempted to slide the shield down on the needle, the shield popped off and the nurse was stuck with a dirty needle.